Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus image was upside down. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope image was inverted during use with no uncontrolled motion, reversed controls, or patient injury; the issue was resolved by replacement, and the instrument was returned to intuitive for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope plus for failure analysis investigation. The endoscope was analyzed and the issue was confirmed but not replicated. Error 48404 (camera flash error) was found in the log. Additional observations were that the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cab integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector paddleboard exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was tested and place on an in-house system for cable testing and failed due to wpb defect. The endoscope was tested and placed on an in-house system or equivalent for camera cable failed due to an electrical failure. The possible cause for cable connector ic discoloration is attributed to material degradation. The possible cause is attributed to paddleboard mechanical damage may be attributed to improper material reprocessing. The probable root cause of the camera instrument adapter not rotating properly is attributed to component susceptibility to increased friction.

Event description:
Refer to h11 for follow-up information.